Manufacturer narrative:
One device was returned for repair with report that that syringe rod gasket missing or off. Review of service history found no repair records within 12 months. Review of event history found pump motor drive off post. Functional and visual tests were performed. Complaint confirmed by checking the syringe rod. Found that the gasket was pushed inside the top case. Motor rate error occurred while testing the occlusion test. Device was repaired by installing the new gasket and the left, right clutch, the clutch spring, the worm coupling, and gear. The main cause of customer¿s complaint was the missing the gasket and the motor rate error issue. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that the syringe arm gasket is off or missing. There was no physical damaged and device was not dropped. The event occurred during preventive maintenance process. There was no delay of therapy. There was no patient involvement.